Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer's blood glucose was 120 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.